Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different symptom was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that on multiple occasions the customer received a cartridge error message with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Reportedly, customer was able to successfully load a cartridge onto the pump. Customer stated that they have back up manual injections for continued insulin therapy.